Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. There have been several attempts made to gather additional clinical information, but there has been no response. Per review of kci records, the patient continued on v.a.c.® therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill¿ therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area, -untreated or inadequately treated infection, -inadequate hemostasis of the incision, -cellulitis of the incision area.

Event description:
On oct 28 2017, the following information was reported to kci by the patient: it was stated that "cultures tested positive for (B)(6)". On oct 30 2017, the following information was reported to kci by the patient: the patient stated he was seen by his physician on (B)(6) 2017, and the physician prescribed an oral antibiotic. On oct 4 2017, the device with cords were tested per quality control (qc) procedures by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On nov 08 2017, the unit with cords were tested per qc procedures in kci quality engineering and again passed qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.